Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred and piece of the balloon remained inside the patient's body. A 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary dominance. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 28 atmospheres, the balloon ruptured and a piece of the balloon remains inside the patient's body. It was noted that the physician did not attempt to removed the device fragments since they were too small. The procedure was completed with a non-bsc balloon catheter and stenting. No patient complications were reported and the patient was fine.

Manufacturer narrative:
(B3) date of event: used the 1st day of the month of the bsc aware date as no event date was provided. Device evaluated by MFR.: returned device consisted of a nc emerge balloon catheter. The device was bloody. Analysis of the balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and 8mm of the balloon attached to the device. The device was missing (completely detached) a portion of the distal end, including some balloon, shaft and tip.

Event description:
It was reported that balloon rupture occurred and piece of the balloon remained inside the patient's body. A 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary dominance. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at 28 atmospheres, the balloon ruptured and a piece of the balloon remains inside the patient's body. It was noted that the physician did not attempt to removed the device fragments since they were too small. The procedure was completed with a non-bsc balloon catheter and stenting. No patient complications were reported and the patient was fine.